Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was received with the distal pin completely out of the distal clevis. The distal pin was returned with the instrument and was inspected and did not exhibit any damage. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the dislodged clevis pin found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer noted a pin on the end of the prograsp forceps instrument had come out. The customer had to take the trocar and the instrument out at the same time. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.